Event description:
According to the reporter: occurred during a procedure. At the first bite with the suture, both the needle and thread broke. An additional new suture was used without issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted no sutures and two needles. It was observed, under magnification, that the needles had disengaged from the sutures under tension. Suture fibers were noted in the swaged end of the needles. As no sealed products were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.